Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea."). The patient was treated with surgery (underwent vaginal hysterectomy). Essure (ess205) was removed. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure (ess205). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia/abnormal bleeding (vaginal, menorrhagia)') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts nos". The patient's medical history included urinary incontinence, urinary frequency, uti, hematuria, hypothyroidism and chronic cervicitis. Concurrent conditions included thyroid cancer since(B)(6) 2010. Concomitant products included levothyroxine sodium (synthroid) since (B)(6) 2010 and paracetamol (acetaminophen). On (B)(6)2005, the patient had essure (ess205) inserted. On (B)(6)2006, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depresion,psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish,psych injury"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic pain/pelvic area pain mild to severe"), 1 year after insertion of essure (ess205). On (B)(6)2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract infection ("bladder/urinary problems:uti") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6)2012. At the time of the report, the menorrhagia, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, bladder disorder and urinary tract infection had resolved and the vaginal haemorrhage, depression, anxiety, migraine, dyspareunia and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received. Event "post procedural complication" added. Urinary problems/ bladder updated to urinary tract infections based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia/abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts nos". The patient's medical history included urinary incontinence, urinary frequency, uti, hematuria, hypothyroidism and chronic cervicitis. Concurrent conditions included thyroid cancer since (B)(6) 2010. Concomitant products included levothyroxine sodium (synthroid) since (B)(6) 2010. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression,psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish,psych injury"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic pain/pelvic area pain mild to severe"), 1 year after insertion of essure (ess205). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("bladder/urinary problems:"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the menorrhagia, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, depression, anxiety, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : following events were added : general abnormal bleeding, abdominal pain, bladder/urinary problems. Outcome of the event pelvic pain was changed from recovering/resolving to recovered/resolved and outcome of dysmenorrhea,menorrhagia was changed from unknown to recovered/resolved. Reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia/abnormal bleeding (vaginal, menorrhagia)') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts nos". The patient's medical history included urinary incontinence, urinary frequency, uti, hematuria, hypothyroidism and chronic cervicitis. Concurrent conditions included thyroid cancer since (B)(6) 2010. Concomitant products included levothyroxine sodium (synthroid) since (B)(6) 2010 and paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression,psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish,psych injury"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic pain/pelvic area pain mild to severe"), 1 year after insertion of essure (ess205). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract infection ("bladder/urinary problems:uti"), post procedural complication ("post removal complications"), cystitis ("bladder infection "), uti ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the menorrhagia, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, bladder disorder and urinary tract infection had resolved and the vaginal haemorrhage, depression, anxiety, migraine, dyspareunia, post procedural complication, cystitis, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and uti to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia/abnormal bleeding (vaginal, menorrhagia)') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts nos". The patient's medical history included urinary incontinence, urinary frequency, uti, hematuria, hypothyroidism and chronic cervicitis. Concurrent conditions included thyroid cancer since (B)(6) 2010. Concomitant products included levothyroxine sodium (synthroid) since (B)(6) 2010 and paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression,psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish,psych injury"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic pain/pelvic area pain mild to severe"), 1 year after insertion of essure (ess205). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract infection ("bladder/urinary problems:uti"), post procedural complication ("post removal complications"), cystitis ("bladder infection "), uti ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the menorrhagia, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, bladder disorder and urinary tract infection had resolved and the vaginal haemorrhage, depression, anxiety, migraine, dyspareunia, post procedural complication, cystitis, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and uti to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet revived ,essure insertion date, event bladder infection, uti, vaginal infection, vaginal discharge added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia/abnormal bleeding (vaginal, menorrhagia)') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts nos". The patient's medical history included urinary incontinence, urinary frequency, uti, hematuria, hypothyroidism and chronic cervicitis. Concurrent conditions included thyroid cancer since july 2010. Concomitant products included levothyroxine sodium (synthroid) since july 2010. In 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic pain/pelvic area pain mild to severe"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the menorrhagia, dysmenorrhoea, vaginal haemorrhage, depression, anxiety, migraine and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, mental anguish, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), plaintiff did not undergo essure confirmation test were added. Patient's medical history was added. Outcome of pelvic pain was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia/abnormal bleeding (vaginal, menorrhagia)') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts nos". The patient's medical history included urinary incontinence, urinary frequency, uti, hematuria, hypothyroidism and chronic cervicitis. Concurrent conditions included thyroid cancer since (B)(6) 2010. Concomitant products included levothyroxine sodium (synthroid) since (B)(6) 2010 and paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depresion,psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish,psych injury"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic pain/pelvic area pain mild to severe"), 1 year after insertion of essure (ess205). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract infection ("bladder/urinary problems:uti"), post procedural complication ("post removal complications"), cystitis ("bladder infection "), uti ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the menorrhagia, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, bladder disorder and urinary tract infection had resolved and the vaginal haemorrhage, depression, anxiety, migraine, dyspareunia, post procedural complication, cystitis, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and uti to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet revived ,essure insertion date, event bladder infection, uti, vaginal infection, vaginal discharge added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.